Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. The cause of the issue was a broken purge retainer. D9 date device returned to manufacturer added h5 labeled for single use was inadvertently selected yes on manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella aic (automated impella controller) had a purge disc not detected alarm. The aic was exchanged and there were no further issues. There was no harm to the patient.